Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a female dog underwent an ovariectomy procedure on an unknown date and suture was used to perform ovarian pedicle ligatures, abdominal wall sutures and cutaneous sutures. During the procedure, after a few tissue passages, the needle pulled off, without an excessive strain. Surgery was completed, using a new wire, with no impact on the animal. No additional information was provided.